Manufacturer narrative:
(B)(4). D10: g7 osseoti 3 hole shell 50mm d. Item: 110010243. Lot: 67582483. The customer indicated that the product was implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the inserter center screw becomes stuck, making it difficult to assemble with the shell. No patient harm or impact reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.